Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing with pacing inhibition. Pacing inhibition resulted in greater than two seconds of asystole. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.